Event description:
Customer called to report hospitalization due to high blood glucose. The current blood glucose reading is 282 mg/dl. Customer has treated with manual injection. The blood glucose reading at the time of the event was 565 mg/dl. Diagnosed diabetic ketoacidosis. During troubleshooting, manual prime correct, insulin exits the tubing. Time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.